Event description:
It was reported that a lead integrity alert triggered for the right ventricular (rv) lead. The rv lead exhibited oversensing and high impedance. It was later discovered that the rv lead fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the distal portion of the lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2010; 419688, implantable pacing lead, (B)(6) 2010; 407645, implantable pacing lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.